Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they went to emergency room due to low blood glucose level on (B)(6) 2020. Customer's blood glucose level was 35 mg/dl. Customer was treated with intravenously. Customer stated that the battery cap was missing. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.